Event description:
It was reported that the device failed the software version update. During a technician site visit it was determined that the power cord was damaged. A new cord was used and the device software update was completed successfully. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
Additional information was received via email from the manufacturer's medical manager, regional field service on 12-sep-2022 and attached by the manufacturer to complaint object: result of the manufacturer's field service technician site visit on (B)(6) 2022 to resolve software issue: battery communication timeout. Library, damaged power cord found, known good cord used. No retainer. Software update successful. Additional information was received via email from customer on 10-oct-2022 and attached by the manufacturer to the complaint object: neither of the events listed were in use with patient care.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updated. H10: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A CAPA was created to address battery communication time out and depleted battery alarm issue which is ongoing. The reported issue was most likely caused due to a software error that is being addressed by the CAPA. The issue was rectified and the device is in use. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.